Manufacturer narrative:
Product analysis: analysis found that sensing was low and the calibration was invalid. The customer did not accept the repair price quotation, so the device was sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace. The epg was returned for servicing. There was no patient involvement.